Event description:
The surgeon attempted to implant a collamer lens with model cc4204bf. The lens was stuck in the cartridge as it was being advanced through the delivery system. No patient injury. The facility indicated that this was due to the cartridge and not the lens.